Event description:
The customer called into technical support (ts) reporting that the device inoperable/ when connected to use for transporting the tanks ran out within 5 min/possible leak. Although requested, it is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. Customer stated that while trying to transport patient, the o2 tanks would deplete after two minutes on 100% o2 level. Changed out tanks several times same issue. The fse performed troubleshooting per service manual, which was a full pm, unit successfully passed all performance verification tests. After unit passed all pm tests fse discussed the service of the unit with local contact. Fse ran a o2 test while local contact observed to simulate the situation. Local contact was satisfied with the results of the simulation. Unit was returned back into service.

Event description:
The customer called into technical support (ts) reporting that the device inoperable/ when connected to use for transporting the tanks ran out within 5 min/possible leak. Although requested, it is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. Customer stated that while trying to transport patient, the o2 tanks would deplete after two minutes on 100% o2 level. Changed out tanks several times same issue. The fse performed troubleshooting per service manual, which was a full pm, unit successfully passed all performance verification tests. After unit passed all pm tests fse discussed the service of the unit with local contact. Fse ran a o2 test while local contact observed to simulate the situation. Local contact was satisfied with the results of the simulation. Unit was returned back into service.

Manufacturer narrative:
The device was in use at the time the reported issue was discovered; however, there was no harm to the patient or user. Patient was being transported to CT, two new tanks were set up v60 set at 100%, within 5-8 minutes the staff were needing to replace both tanks in order to make it to the CT room. Once there they had to put two more new tanks on before leaving and heading back to the patient's room, at the elevator they ran out of 02 again and had to get more oxygen, this time they only connected one tank at a time, and made it back to the patients' room. While transporting patient, there was a slight delay in treatment but no medical intervention provided. Equipment was checked in patients' room and prior to use.